Event description:
Olympus medical system corp (omsc) was informed that during crushing calculus in the common bile duct, the operation pipe snapped and broke when the doctor rotated the knob of bml handle 2 or 3 times. The device could not be operated and it was stuck in the patient. The doctor pushed with a competitor's balloon dilator into the papilla through the gap in the basket wire and performed the papillary balloon dilation. Then, the device was released from the patient and the doctor completed the procedure. There was no patient injury regarding this event.

Manufacturer narrative:
The subject product was returned to omsc for investigation. The investigation confirmed that the basket wire was broken at the junction with the operation pipe. There were no abnormalities found upon investigation of the condition of the solder part and the out diameter of the pipe. The distal end of the basket was deformed. In addition, the insertion portion was cut about 400mm from the distal end. As the checking of the manufacturing record of the same lot, nothing abnormal detected. Omsc considers that the condition of patient or calculus caused the failure of crushing calculus and breakage. The device instruction manual has warned users that there is possibility the calculus cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus. This report is being submitted as a medical device report in an abundance of caution.